Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl. The customer was treated with food. The customer reported that the retainer ring was wobbly. Reservoir was able to lock in place. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer using insulin pump within 48 hours of low blood glucose of event. Insulin pump had over delivery. The insulin pump will be returned and reservoir will not be returned for analysis.